Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. The reported event date of (B)(6) 2017 is an estimate based on the surgery date of (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female of an unknown ethnicity who underwent breast reconstruction surgery with mentor memorygel breast implant in 2013 reported an alleged diagnosis of alcl in 2017. The patient is a breast cancer survivor who underwent a modified radical mastectomy, chemotherapy and reconstruction in 1985. In 2017, after multiple complications including seroma, abscess, and hematoma requiring repeated drainage and revisions, she was diagnosed with bia-alcl. The date of explantation is unknown. Copies of the cytology/ pathology reports have not been provided nor has this diagnosis been confirmed by a medical professional. This report is for the device implanted in 2017 and the subsequent alcl diagnosis. During the date range of 1985 to 2013, it is unknown of what type of implant brand the patient had implanted. From (B)(6) 2013 to (B)(6) 2017, the patient had breast implant removed but the reason is unknown. This report is for the device implanted between 2013 and 2017. Should additional information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable.